Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found split tubing at pinch valve (pv37) and replaced all tubing at pv37, resolving the issue. The fse also performed incidental services and replaced front and main panel, black and brown stripe tubing. Failure mode was attributed to split tubing at pv37. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that 10 cc of lh series cleaner leaked from the coulter lh 500 hematology analyzer after completing a shutdown and in the process of completing a startup. The leak was not contained as fluid spilled onto the counter. The customer was wearing a laboratory coat, face shield, and gloves at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this incident. No death or injury was reported as a result of this event.